Event description:
It was reported that during an ablation procedure, charring was noted on the safire ablation catheter. The physician was using a stockert ep shuttle generator with settings at 50 watts and 57 grades celsius when there was an impedance rise noted. When the device was removed from the patient, char was noted. The catheter was exchanged and the procedure was completed. There were no consequences to the patient. Additional information was requested, but not available.

Manufacturer narrative:
One 7f 8 mm large curl safire catheter was received for evaluation. Dried blood was on the distal tip. Charring was observed on the tip electrode. The connector plug and pins had no visible damage. The catheter was able to produce the correct shape in both directions when actuating the steering mechanism. The catheter was successfully attached to an sjm extension cable. Electrical testing of the catheter for shorts, opens, and resistance values was performed. No shorts or opens were detected. Electrodes 1-4 displayed acceptable resistance values, which were within specifications. Manipulation of the catheter during testing confirmed stable resistance values within sjm specification. The temperature response of the thermocouple was within specification. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection confirmed charring on the tip electrode. Electrical and functional testing of the returned catheter confirmed the catheter was within sjm manufactured specifications. The root cause classification of the reported event is consistent with operational context, as device performance was limited due to anatomical/procedural factors.